Manufacturer narrative:
Evaluation summary: only a portion of lens was returned in the lens case. The lens case and lens carton product information was crossed out with black marker. Solution is dried on the lens. The optic is torn/cut into pieces, typical of an insertion and removal. Only one large portion returned. The optic has an additional crack/damage. A lens bench evaluation of power and resolution could not be conducted due to the damaged condition of the returned lens. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a handpiece and viscoelastic, which are not qualified for the lens/cartridge combination used. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the complaint of "deviation of lens power, iol explanted, iol replaced with a single focal lens". In addition, a failure to follow the dfu occurred. The use of non-qualified combinations may result in delivery issues and/or damage. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who indicated that the patient's outcome is improving. The surgeon's comment is poor compatibility with the iol and still considers the event was not associated with the iol.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a deviation of the lens power observed following an intraocular lens (iol) implant procedure. The iol was replaced with a different lens model. Additional information was provided by the surgeon, who indicated that the iol model was not the right lens for this particular patient. According to the surgeon, the patient experience poor visual acuity with this iol. The iol was replaced with a different lens model because the vision did not improve even three months after surgery. The surgeon considers there was no causal relationship between the iol and power deviation